Event description:
It was reported that one day post implant, charge circuit timeout occurred after vf was detected; no therapy was delivered. External defibrillation was used. Power on reset message displayed; when cleared, there was an end-of-life message. Moments later, unable to get green lights on programming head. The device was explanted. No patient complications have been reported as a result of this event.